Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient had fallen out of their bed at night and had died before reaching the hospital. An extradural hematoma or intracranial traumatic hemorrhage were suspected due to the fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant of a leadless implantable pulse generator (ipg) the patient expired. The patient is a participant in the post approval clinical surveillance product surveillance registry.